Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, increased pacing impedances were observed on this right atrial (ra) lead. The impedances were high and out of range greater than 2000 ohms. Additionally, one episdoe of noise from the minute ventilation sensor was observed. Pocket manipulation could not reproduce any noise and all other measurements were stable. The mv sensor was programmed off and a revision procedure has been scheduled. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that indicated a system revision was performed. During the revision, it was noted that the ra lead was not fully inserted into the device header. The connection was corrected and the procedure was completed with good measurements. This ra lead remains in service. No additional adverse patient effects were reported.